Manufacturer narrative:
This report is being submitted retrospectively as part of internal review a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, doctor prescribed antibiotics (cefurax 500mg, every 12 hours) and after taking them, infection healed and patient is doing fine.

Event description:
Senseonics was made aware of an instance where patient was found with an infection at the inserted area during the time of removal of the sensor. Patient was prescribed with antibiotics. Sensor had been inserted for 7 months.